Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient recognized the controller changed from one power port to the other one before batteries are down to 25% (25%) event were before upgrade. The battery was replaced. There was no impact to the patient.

Manufacturer narrative:
The reported power switching event could not be confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an intermittent connection in the connector's strain relief. This prevented the battery from providing power to the controller. The most likely root cause of the intermittent connection can be attributed to wear on the strain relief as a result of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. The reported power switching could not be confirmed; there were no power switching events observed in the log file events on or before the reported event heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.